Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 5f failed to deploy. Manual compression was applied for 20 minutes to achieve hemostasis. The vcd was being used in conjunction with a 5f procedural sheath introducer following a diagnostic coronary procedure. There was significant resistance when shuttling down. The user shuttled down completely. No force was applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1716701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 5f failed to deploy. Manual compression was applied for 20 minutes to achieve hemostasis. The vcd was being used in conjunction with a 5f procedural sheath introducer following a diagnostic coronary procedure. There was significant resistance when shuttling down. The user shuttled down completely. No force was applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will not be returned for analysis.